Event description:
Additional information was received from the rep and it was noted that technical services believed that the hard drive died that may have cause or contributing to the issue.

Manufacturer narrative:
Troubleshooting was performed: it was also noted that when replacing this ssd, the new ssd booted to a disc error then no video detected. The original ssd was inserted and booted normally and was able to enter applications. The new ssd was then inserted into the bottom slot and booted to a shell error. The refrub ssd was then tested. When in the top slot it booted to a blinking cursor that ctrl alt delete could not clear. When in the bottom slot, the system booted to a blinking cursor then quickly booted to the log in screen. But the keyboard was no longer working. After logging into admin the system went to no video detected. New ssd and computer was going to be shipped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D11) ssd 9735999r with s8 os s8 svc, lot number 0010246344 cmptr 9735764rpend nav with pcoip s8 svc, lot number 1949c01926 h3/h6) the computer was returned to the manufacturer for analysis. It was reported that there was a failure with this component and the reported issue was confirmed. Codes 10, 114, 4307 apply to this component analysis. The solid state drive was returned to the manufacturer for analysis. It was reported that there was no failure with this component. Codes 10, 213, 67 apply to this component analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735999r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. 10, 114, and 4307 are associated with the system checkout. 4114, 3221, and 11 are associated with the replaced component. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an orbital reconstruction procedure. It was reported that intra-operatively, the system became unresponsive. After a reboot, the system displayed a boot error that repeated on the monitor and then displayed the grub menu. Technical services (ts) walked the site through the menu but it was not possible to get to the login screen. The site switched to a different navigation system to complete the procedure. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.